Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by that the right ventricular (rv) lead exhibited varying and high coil impedances for both rv coil and svc (superior vena cava) coil. It was noted that an alert had sounded. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.